Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the pins were discovered to be fractured and missing on the device. It is unknown if the pins were retained by patient during the procedure. Attempt for further information has been made, but no further information has been provided.

Event description:
Upon receipt of additional information, it was determined that event was not reportable as the device did not cause or contribute to any serious injury. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it was determined that event was not reportable as the device did not cause or contribute to any serious injury. The initial report was submitted in error and should be voided.